Manufacturer narrative:
Additional information was received and the serial number of the intraocular lens was provided; therefore updating the following fields: serial #: (B)(4) expiration date: 12/14/2020 catalog #: zcb0000235 unique identifier (UDI#): (B)(4). Device manufacture date(s): 12/14/2016. Device evaluation: the intraocular lens (iol), to date, remains implanted and the blue string was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Expiration date, a complete catalog #, and unique identifier (UDI#): unknown, because the serial number was not provided. If explanted, give date: not applicable there is no indication that the lens was explanted. (B)(6). Device manufacture date(s): unknown, because the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a light blue string was found on an intraocular lens (iol). Reportedly, the foreign particle was removed from the patient's eye during the irrigation and aspiration (I/a) procedure. No patient injury was reported. No further information was provided.